Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that the oregon hlth authority has been investigating an outbreak of infections cased by mycobacterium fortuitum and mycobacterium goodii among pts who underwent joint replacement surgery in (B)(6), oregon.